Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave had a software failure with error code f7 (unable to access clinical or service screen). Customer replaced front end board and will not take the b.17 software. No patient was involved.